Manufacturer narrative:
The device was returned for evaluation. The build records of DHR show no issues. The failure has been confirmed as there was a very insignificant movement/play in the rocker arm observed in the locked condition. This play is necessary for the working of the ratchet mechanism. Also, the index knob is tight to lock and unlock, which requires reassembly. The other functions are ok and the torque screw settings recorded are within the specifications. The root cause analysis confirmed that the unit was totally out of adjustment.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A theatre manager reported that an a1059 mayfield modified skull clamp was used during a neuro spine procedure on (B)(6) 2018. While fixing the head of a patient (unknown age and gender), despite being in a locked position, the rocker arm moved causing a laceration to the patient¿s scalp. Upon examination of the clamp locking mechanism, there appeared to be movement of the rocker arm while it was in the locked position. The laceration of the patient¿s scalp was stapled. Additional information was received on 27jun2018 stating that about a 4 cm laceration was noted on the patient. The surgery was completed by swapping with another skull clamp with no further issues.